Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump malfunctioned. The customer reported a blood glucose value of 485 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis was treated with an IV insulin drip (intravenous insulin infusion), and admitted to the hospital. The customer reported the symptoms of headache, fatigue, and nausea were treated after being admitted to the hospital. The event involved products mmt-332a, mmt-7040a, mmt-213a, and mmt-1884. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, and mmt-213a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 27-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked lcd window, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.